Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of death and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent system instructions for use as known patient effects. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a 2.25x28mm xience alpine stent was implanted on (B)(6) 2018. On (B)(6) 2018 the patient was re-admitted for acute myocardial infarction, non-st-elevation myocardial infarction and other unspecified cardiovascular symptoms. Unspecified treatment was administered to the patient. The final patient outcome has been reported as death due to major complications and comorbidities. No additional information was provided.